Event description:
The event involved a transpac® IV monitoring kit with safeset¿ reservoir and 2 blood sampling ports, 60" tubing, disposable transducer, 3 ml intraflo® flush, macrodrip (pole mount) that the customer reported the set fell apart while priming. No additional information was provided. The report captures the first of two events.

Manufacturer narrative:
The device is was received for evaluation investigation is pending.

Manufacturer narrative:
The reported complaint of the transducer set falling apart was confirmed on the returned sets. Three (3) images were provided by the customer showing the involved product and the separation. Sample-1: during visual inspection, the pressure tubing was received separated on both ends. When the tubing was microscopically examined on both ends, insufficient uv bond coverage was observed on the tubing. The tubing was not tacky. The probable cause of the insufficient bond coverage on the tubing had occurred due to an assembly error during manufacturing at ensenada. A device history review (DHR) of the lot number could not be conducted because no lot number(s) was identified.